Manufacturer narrative:
Device was not returned for evaluation. The complaint could not be confirmed because, no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an open abdominal surgery, there were no anomalies on staple form and no difficulties in firing the device. One day later, the patient went into the hemorrhagic shock; re-operation was performed. The doctor confirmed that the bleeding occurred from the center of the device's suture line. The bleeding was arterial hemorrhage and it occurred in the abdominal cavity. There was no information on how much blood was lost but the amount of transfused blood was 800ml. The surgeon confirmed that the staples were formed properly during the re-operation.